Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in a vial in liquid. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon noted a small tear on a 12.6mm, vticm5_12.6, -10.50/1.0/100 (sphere/cylinder/axis), implantable collamer lens while inserting into the patients eye,lens was removed before deployment. There was patients contact but no patient injury. Another lens was successfully implanted. The reporter stated " tear likely occurred during loading but not visible while in cartridge. (Tear is extremely small)".